Event description:
It was reported that pt has the recalled hip. He has had an MRI and blood tests. His cobalt level is 17 and will be required to have follow up tests every 2-3 months as the FDA does not have a set level of cobalt. Pt has also lost some hearing and is considering that it may be a side effect of high levels of cobalt. He will follow up with his surgeon to address his clinical questions.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.